Event description:
A falsely elevated troponin of 1.2 ng/ml was obtained in a pt sample. The result was reported to the physician. The sample was retested on the same instrument and a result 0.01 ng/ml was obtained. Pt treatment was not prescribed or altered and there was no report to adverse health consequences as a result of the falsely elevated troponin I result. Analysis of instrument indicates that the most likely cause for the falsely elevated troponin I result was inadequate wash due to a clogged wash probe,